Event description:
A pt was injected with 1.5cc of radiesse into the mid-face and nlf on (B)(6) 2011. The pt called the account on (B)(6) 2011 and complained that she had numbness right after the injection. The pt went into the office on (B)(6) 2011 for a f/u visit. On (B)(6) 2012 the physician's office told the merz aesthetics sales rep that the pt has (B)(6). The physician believes that this is from the pt and not from the lot of radiesse. The pt may have had an underlying infection or had something on the skin. Alcohol was used on the skin prior to the injection. This is a surgical incision site infection. There are micropustules. The pt was put on levoquin. Within 2 days she had an underlying fever and a form of vancomycin was prescribed. A culture was done and it was negative for mrsa. The pt's left side is the problem. The other side was injected and is fine. The physician has seen the pt every day since (B)(6) 2011. The physician last saw the pt on (B)(6) 2012. The 1.5cc radiesse syringe was used 1/2 syringe on each side (bilaterally) of the mid-face.

Manufacturer narrative:
(B)(4). The pt cancelled her (B)(6) 2012 f/u appointment. If add'l info is received, a f/u report will be sent. The device history records for the reported radiesse lot was reviewed. All required testing specs for the lot were met prior to release, there were no abnormalities noted.